Event description:
Related manufacturer report number: 2017865-2022-45329 it was reported during remote follow up that the pacemaker system exhibited noise and loss of capture. The pacemaker was explanted, and right ventricular lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
Correction: previously reported aware date as november 14th, 2022. Now updated to november 3rd, 2022

Event description:
New information received notes that the noise resulted in oversensing.